Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Customer's blood glucose level was not impacted. Reportedly, the customer noticed the crack touchscreen when it was taken out of the box. Pump is still functional. It was indicated that the customer had alternate insulin therapy available.